Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device after an interventional cardiac ablation procedure with an 8.5f sheath. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, the absence of using the pre-close technique would not have contributed to the reported needle cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a proglide device after an interventional cardiac ablation procedure with an 8.5f sheath. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.